Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (32-800 mg/dl). Customer stated that they have a lot of scar tissue that could be contributing to their fluctuating blood glucose levels. Reportedly, low bg's were stabilized by eating, and high bg's were stabilized by delivering a bolus. Recommendation was made to discuss diabetes management with customer's health care professional.